Manufacturer narrative:
Updated results and conclusion code 1: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Additional devices implanted and/or related to this event: tg3720/06360251. The conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states that adverse events that may occur include but are not limited to neurologic damage, local or systemic (e.g., paraplegia). The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, the patient underwent an endovascular procedure using gore® tag® thoracic endoprostheses to repair a thoracic aortic aneurysm. After the procedure on the same day, the patient developed paraplegia. The cause of the paraplegia was unknown. It was unknown what treatment was administered to treat the paraplegia. On (B)(6) 2009, six month follow-up images showed no endoleak. On (B)(6) 2009, the patient was discharged. The patient was lost to follow-up, therefore no further information is available.